Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026 as infusion set patch did not stick to skin upon insertion. The issue occurred with seven infusion sets. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.